Event description:
It was reported that, during a procedure, when connecting the fiber to the console, the fiber broke and detached from the rubber connector that inserts into the laser console. Another fiber was used in order to complete the procedure. There were no patient complications reported. This report corresponds to the first of four fibers.

Event description:
It was reported that, during a procedure, when connecting the fiber to the console, the fiber broke and detached from the rubber connector that inserts into the laser console. Another fiber was used in order to complete the procedure. There were no patient complications reported. This report corresponds to the first of four fibers.

Manufacturer narrative:
The product was not returned; therefore, no physical analysis of the product could be performed. Review of a photo of the device submitted showed that the fiber connector was detached from the fiber, confirming the reported clinical observations. Review of the device history record found no deviations that could have contributed to the reported event. Based on the available information, it is likely that a misaligned aiming beam caused the laser energy to heat an incorrect target ultimately leading to the detachment. Due to this, the most probable cause of cause traced to component failure has been applied to this complaint.

Manufacturer narrative:
The product was not returned; therefore, no physical analysis of the product could be performed. Review of a photo of the device submitted showed that the fiber connector was detached from the fiber, confirming the reported clinical observations. Review of the device history record found no deviations that could have contributed to the reported event. Based on the available information, it is likely that a misaligned aiming beam caused the laser energy to heat an incorrect target ultimately leading to the detachment. Due to this, the most probable cause of cause traced to component failure has been applied to this complaint.

Event description:
It was reported that, during a procedure, when connecting the fiber to the console, the fiber broke and detached from the rubber connector that inserts into the laser console. Another fiber was used in order to complete the procedure. There were no patient complications reported. This report corresponds to the first of four fibers.